Manufacturer narrative:
The investigation for the optical issue and access site bleed has been completed. No product was returned for evaluation. Log review showed a temporary drop in snr and contrast. There was also a slight increase in gain to 1.4 and a decrease in light under 2.7. Lamp was stable at 94%. The elevated placement signal lasted for approximately 2.5 hours. There were no p-level changes around this time. Log review did not show any "placement signal not reliable" alarms. There were also several suction alarms throughout the case. There was also a slight rise in motor current that occurred before the optical issue began, and pump flow became variable shortly after. The motor current and pump flow changes resolved at the same time as the optical signal issue. The pump was not removed due to the optical signal issue. The root cause of the optical signal issue was not determined since no product was returned and insufficient clinical detail was provided. ¿the root cause of the access site bleeding was not determined since product was not returned and insufficient clinical details were provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, the nurse was concerned about placement signal. Also, the aorta (ao) pressure on the monitor was double what the patient¿s actual pressure and mean arterial pressure was and there was no left ventricle signal noted at level p-8. Performance level and pulsatile motor current, flows and pressure were all visible and appropriate. No ao placement signal was noted. Additionally, there was some bleeding noted around dressing site. Surgical gauze was applied with new dressing that remained clear and dry. The patient received one unit of packed red blood cells due to low hemoglobin, hematocrit, and platelets. No harm was reported.